Event description:
It was reported that, a few seconds after beginning a photoselective vaporization of the prostate (pvp), the physician realized that the tip of the fiber was missing. It appears the tip detached prior to insertion of the fiber into the patient. Another fiber was opened to complete the procedure. No patient complications were reported.

Event description:
It was reported that, a few seconds after the start of a photoselective vaporization of the prostate (pvp) procedure, it was noted that the tip of the fiber was missing. It was suspected that the tip detached before the fiber entered the patient. Another fiber was opened to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified a circumferential fracture at the proximal end of the fiber/cap fusion zone. Additionally, microscope inspection observed the fiber bevel edge was not aligned with the output window, indicating glue failure. The level of devitrification at the output window was not able to be determined due to the glue failure. The metal cap exhibited debris adhesion on its surface, indicative of tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Functional testing with the hene (helium-neon) laser fixture did not identify breaks along the length of the fiber. It is probable that the tissue adhesion found at the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperatures can lead to fiber damages, including glue failure. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.